Event description:
Idev gliderflex balloon 6 x 200 mm was placed in right sfa and inflated. The balloon did not deflate and after several deflation techniques a 18 g needle was used to puncture balloon via percutaneous stick of artery. The balloon was deflated and needle removed with external pressure held for hemostasis. No harm was done to pt and balloon catheter removed.